Event description:
It was reported that during the procedure a break in the fiber body occurred. The procedure was completed using another fiber. There was no patient complication.

Event description:
It was reported that during the procedure the fiber was broken. The procedure was completed using another fiber. There was no patient complication.